Event description:
The processing cover of the axsym analyzer will not remain in the upright open position as designed. The cover has twice fallen and struck the operator on the head. No injury occurred and no medical attention was sought by the operator.